Event description:
The device was returned for evaluation. The event was confirmed; the tapered tip/guide wire lumen was detached from the delivery system. The root cause of the event was most likely manufacturing related. A review of the device manufacturing documentation did not reveal any abnormalities. Based on the information received and the review carried out on the unit, the complaint was confirmed. Additional product analysis was performed. The root cause of the event was most likely the result of some special cause effect that occurred during the cleaning procedure of the endurant ii delivery system due to contamination on the tapered tip. Based on the investigation this potential cause is not deemed a systematic failure of the manufacturing process but rather the result of some special cause effect during the processing of this endurant ii delivery system. Current in-process controls are deemed to be sufficient when adhered to.

Manufacturer narrative:
(B)(4) - off label (implanted to treat ruptured aneurysm).

Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm rupture. The right and left iliac arteries measured 12 to 14 mm in diameter. The iliac arteries were moderately tortuous with no calcification noted. It was reported that after the contralateral limb was deployed, the physician attempted to remove the delivery system. The physician performed the pull-back maneuver without resistance until the tapered tip of the delivery system was recaptured into the graft cover where the tapered tip reached the markerband. The physician was able to remove the delivery system from the patient without encountering higher than expected forces, however, upon inspection, the graft cover was "empty." The tapered tip and the guidewire lumen were not present. The tapered tip connected to the guidewire lumen were on the guidewire that remained in the patient. The physician was able to retrieve the tapered tip and the guidewire lumen by pulling the guidewire lumen from the femoral artery of the patient. The procedure was completed and the event resolved. It was noted that the tortuosity of the femoral and iliac arteries were important, but the physician only gently rotated the delivery system in order to advance it. The graft cover was not twisted or damaged. There was no injuries to the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).